Manufacturer narrative:
H.6. Investigation: problem statement: customer reported complaint on a bd facscanto ii cytometer 4/2 system ivd - 338960 that there is waste leakage not contained within the wet cart. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 17mar2019 to date 17mar2020. Complaint trend: there are 3 complaints similar to the reported complaint. Date range from 17mar2019 to date 17mar2020. Manufacturing device history record (DHR) review: DHR part #338960 serial #(B)(6) , file# (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, root cause and risk analysis, the reported complaint was confirmed by the fse (field service engineer) that the cause of the wet cart leak was due to worn and cracked, fittings and tubing. The fse performed the repair by replacing sheath tubing, the plenum restrictor, cart filters and as well as the t fitting on the vacuum line because it was found clogged and was giving vacuum errors. No parts were returned for evaluation as the replaced parts were non stock items and were disposable. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured. It was also confirmed that there was no spray, pressure or a leak gushing out, however it was much more than a drip. After the repairs, the instrument was rebooted, tested, and was functioning as expected. The safety risk is low because there was no impact to customer health or safety. Service max review: review of related work order #(B)(4) , case #(B)(4). Install date: 03aug2015 defective part number: n/a. Work order notes: subject / reported: wet cart is leaking. Problem description: the leaking starts when fluidics startup is initiated. Its not a gushing leak, but its much more than a drip. Work performed: arrived on site to complete a repair on facs canto ii s/n (B)(6) located at (B)(6) . I completed the repair as per canto ii service manual doc. Number 640597. Cause: broken and clogged fittings. Solution: on (B)(6) 2020 - could not finish the repair because the canto computer would not boot up. Found a fitting on the wet cart manifold covered with sheath residues. This fitting was replaced and the rest of the wet card manifold fittings were tightened. User decided to let the computer be fixed by their it personnel. On (B)(6) 2020 - the client's it personnel fixed the canto computer. The instrument is testing without errors and I have returned the instrument to the lab for normal use, unit is operational. It was found that a waste and a sheath quick connect fittings on the wet cart were cracked and leaking. The sheath tubing from the wet cart to the valve manifold in the cytometer was replaced. The plenum restrictor was replaced because it was leaking. The wet cart filters were replaced. The unit was also giving vacuum errors intermittently. It was found that a t fitting on the vacuum line was clogged, this t fitting was replaced. After all the replacements no fluidics startup and shutdown were run several times and no leaks were observed. Verified fluidics and optical alignment. Ran cst and it passed successfully. Unit was left working properly. All fittings and tubing replaced were non stock items. Safety note: the fluids that leaked were sheath and waste. The leaks were observed inside and outside of the unit. Leaks happened while the unit was in use. No physical harm to the users resulted from the leaks. Returned sample evaluation: the returned samples were not requested because no returnable parts were replaced. The replaced items on the instrument are non stock items and are disposable. Risk analysis: risk management file part #338960-04ra, version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. Although the severity rating is a 9, it was based on a previous scale rating. Since the rpn (risk priority number) is below 90, acceptable, it is currently equivalent to a low or limited safety risk rating. No new hazard have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes ¿no item: 4. Quick disconnect. Function: 4.1 connects tubing to filters and fluid tanks. Potential failure mode: 4.1.1 tubing failure. Potential effects of failure: 4.1.1.1 leaks at waste tank. Biohazard. Potential causes/mechanisms of failure: waste fitting leaks. Current controls: 1. Pump compensates for leaking. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 9. Occ: 6. Det: 1. Rpn: 54. Mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause was due to worn and cracked, fittings and tubing. Conclusion: based on the investigation results, the root cause of why there was a waste leak not contained within the wetcart was due to worn and cracked fittings and tubing. This was confirmed by the fse before he conducted all the repairs, resulting in no adverse leaking issues. After the repairs, instrument was rebooted, tested, and was functioning as expected. The safety risk is low because there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported that untreated waste leakage outside of instrument during use occurred with a bd facscanto¿ ii flow cytometer. The following information was provided by the initial reporter: the leaking starts when fluidics startup is initiated. Its not a gushing leak, but its much more than a drip. Steps taken with customer/troubleshooting: see description field in case. Are you using this for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved (y/n)?: no. Follow up required (y/n)? No. Software version? Unknown. Leak (if yes explain)? Yes. Was the leak contained within the instrument? Yes. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sheath what is the source of leak -- waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Additionally, on 2020-4-28 the fse provided the following additional information: the fluids that leaked were sheath and waste. The leaks were observed inside and outside of the unit. Leaks happened while the unit was in use. No physical harm to the users resulted from the leaks. Additionally, on 2020-08-26 a review of the work order notes revealed the following: the waste that leaked was not mixed with bleach or a decontaminate.

Manufacturer narrative:
Medical device expiration date: na. Date received by manufacturer: 2020-03-17, however, information obtained from customer making complaint reportable was received (B)(6) 2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that untreated waste leakage outside of instrument during use occurred with a bd facscanto¿ ii flow cytometer. The following information was provided by the initial reporter: the leaking starts when fluidics startup is initiated. Its not a gushing leak, but its much more than a drip. Steps taken with customer/troubleshooting: see description field in case. Are you using this for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved (y/n)?: no. Follow up required (y/n)? No. Software version? Unknown. Leak (if yes explain)? Yes. Was the leak contained within the instrument? Yes. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sheath. What is the source of leak -- waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Additionally, on (B)(6) 2020 the fse provided the following additional information: the fluids that leaked were sheath and waste. The leaks were observed inside and outside of the unit. Leaks happened while the unit was in use. No physical harm to the users resulted from the leaks. Additionally, on (B)(6) 2020 a review of the work order notes revealed the following: the waste that leaked was not mixed with bleach or a decontaminate.